Event description:
Customer reported secondary medication was hung, primary bag lowered; during infusion, secondary med backed up into primary IV bag. No patient harm reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Multiple requests to get the product back were unsuccessful. The lot number was not identified, therefore lot history record review could not be performed.